Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.

Event description:
The customer reported that the device failed to discharge during a resuscitation effort. The involved pt died.